Event description:
It was reported that the patient passed away. The cause of death is not known. The pacemaker and leads were explanted.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies expect for procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.